Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported by the sales rep after the study report that there was re-tear of the rotator cuff due to fall after repair with 2.9 mm juggerknot soft anchor. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not confirmed based on the limited information from the customer provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the rotator cuff tore due to the patient fall leading to the reported event. The root cause is determined as a human factors issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available.